Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip and steerable guide catheter (sgc) were advanced into left atrium. Pericardial effusion(pe) was observed. Pericardiocentesis was performed to treat pe. The procedure was terminated with unchanged mr. There was no clinically significant delay.